Event description:
The patient stated that he removed his insulin cartridge and found that insulin had leaked into the cartridge compartment of the infusion device. He stated he inspected the cartridge and did not see any cracks that would have caused a leak. The patient was advised to clean out the cartridge compartment and let it dry for 24 hours. The patient switched to his backup infusion device. No physiological effects were reported. Upon follow up the wife of the patient stated that the patient was apprehensive about using the infusion device now. The device was replaced. The patient did not require assistance from a healthcare professional or second party to address the issue. The cartridge was discarded and will not be returned. The infusion device will be returned for evaluation.